Event description:
It was reported that pump touch screen was unreadable. Reportedly, the screen was dark which blocked graphics and text. Customer's blood glucose was approximately 83 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.